Event description:
It was reported that after use it was discovered that there was foreign matter on the middle of the needle as well as rust with a bd intima-ii¿ closed IV catheter system. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: when pulling out the needle, it was found that a white foreign matter on the middle of the needle, and it was adhered to it, there was also signs of rust

Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9077615. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events. Bd apologizes for any inconvenience your facility may have experienced as a result of this event and will continue to track and trend for this issue h3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use it was discovered that there was foreign matter on the middle of the needle as well as rust with a bd intima-ii¿ closed IV catheter system. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: when pulling out the needle, it was found that a white foreign matter on the middle of the needle, and it was adhered to it, there was also signs of rust.